Event description:
It was reported that anterior xia surgery was performed and t11-l4 was fixed. During a post operation follow up it was noticed that the rod broke and the revision surgery was performed.

Manufacturer narrative:
Method: device history review; results: the diapason rod was confirmed to have been fractured. Manufacturing files were reviewed and no issues were found. Examination of the rod revealed rubbing marks on the outer diameter (od) of the rod consistent with contact to the blocker and tulip. The fracture initiated here and was visually consistent with bending fatigue. Conclusion: nevertheless the details of the patient's lifestyle and health were unavailable; therefore the root cause is not determined and multifactorial.

Event description:
It was reported that anterior xia surgery was performed and t11-l4 was fixed. During a post operation follow up it was noticed that the rod broke and the revision surgery was performed.